Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/6/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery, product analysis was able to turn on the meter and the meter displayed the low battery icon. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred three weeks prior to contacting lfs. The patient detailed that she manages her diabetes with oral medication, diet and exercise and claimed that she increased her usual dose of medication in response to the alleged issue. The patient claimed that an unknown time after the alleged meter issue, she developed symptoms of feeling ¿dizzy, clammy skinned and shaking¿ however denied receiving any treatment. During troubleshooting the customer care advocate (cca) noted that the meter powered on when prompted by pushing the power button however the patient was unable to confirm if the meter would power on when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious injury after the meter issue occurred.